Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of vascular damage was most likely due to patient condition.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2 and h1.

Event description:
The user facility reported that while attempting to access the right femoral artery a perforation occurred. The 77-year-old female patient expired on the table.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿